Event description:
Reported by user that the display blacked out while the device was running. Biomed supervisor: "technical error 55 and technical error 28 were in the error log but I could not duplicate these symptoms or the error codes. Pre-use check passed. I did note that this [device] is due for a membrane replacement but the vent still passed pre-use check and ran without alarms when I checked it." This issue was identified by getinge as a potential issue in mid-2022. In late-2022, our fleet of ventilators had a software update applied that was intended to mitigate the issue. Since this software upgrade, we have experienced 3 total events that align with the original device correction notice. Of note, we have had these ventilators since early-2021 and have not ever experienced this issue until the software upgrade was applied late-2022. Biomed supervisor, further notes, "I sent this information to getinge as well as a copy of the error log because we have had 3 vents with this reported issue within a couple of weeks of each other. These events all happened very recently after a software upgrade that involved te:55 so the respiratory staff, and myself, are concerned that the software upgrade could possibly be a source of this error. Getinge¿s response was for me to replace the display cable, which is what the manual suggests, and they have so far not addressed my concerns about the software upgrade and that this happened to 3 vents in a short period of time. Getinge is tracking this under case ID: (B)(4). I will order replacement cables and install them upon arrival¿. Manufacturer response for ventilator, servo-u (per site reporter). Response from getinge (copy/pasted as received) : ones again replace the control cable( or maybe check that it is tightened in both ends). Bad communication between user interface and patient unit is the cause. That is the regular recommendation when the te55 contains panel.